Manufacturer narrative:
The ICD and the two leads under complaint were returned and subjected to a thorough analysis. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 14 months and seven charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms, external noise signals were observed in all three channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of an ICD or lead malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Both leads were visually and electrically inspected. The inspection showed no anomalies for both leads. The measured electrical values were normal and as expected. The insulation was found intact, besides cuts resulting from the explant procedure. In addition, the manufacturing process for the leads and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the memory content, as well as the therapeutic functionality of the ICD, were inspected. The ICD was fully functional. In the available iegms, the occurrence of external noise was observed in all channels. The analysis showed no indication of an ICD or lead malfunction.

Event description:
After an implantation period of approx. 15 months, oversensing on the ventricular channel was reported.